Manufacturer narrative:
(B)(4). A review of the instructions for use (IFU) was performed. According to the IFU the reported error message "b temp" will be displayed if the battery temperature is >60°c. An alarm will be initiated and the pump will stop. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that while using the rotaflow console for pcps the error message "b temp" displayed. The customer rebooted the device for three times, but it was no help. The unit was replaced with another unit during treatment. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
The maquet service technician investigated the device: the failure could be confirmed during the function check therefore the battery was replaced. After that it was confirmed that the device is functioning properly. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).